Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and white filter of the vizigo came back. When preparing the materials for the procedure, they were not able to insert the dilator into the vizigo sheath. The white filter of the vizigo came back, this was not seen in a normal vizigo sheath. We finished the procedure with a new vizigo. There was no patient consequence.